Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided data does not indicate a reagent issue. The customer was not using the tube adaptors, which are mandatory for 13 mm tubes on e 411 instruments. The customer used an incorrect diluent universal material. Per product labeling for the assay, only diluent multiassay should be used for dilutions.

Event description:
There was an allegation of questionable tg g2 elecsys results from the cobas e411 disk analyzer. The initial result was 496.6 ng/ml with a data flag and the repeat results were 0.196 ng/ml with a data flag and >500 ng/ml with a data flag. With a manual 1:10 dilution, the result was 70.20 ng/ml. After multiplication by the dilution factor of 10, a result of 702 ng/ml was reported outside of the laboratory. The customer alleged that according to a pathologist, the results did not match the patient's condition.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.